Manufacturer narrative:
Evaluation of the returned velocity confirmed a mid-shaft fracture. If the velocity is forcefully manipulated at extreme angles while advancing into a guide catheter, damage such as a kink may occur. Subsequently, if the kinked device is retracted from the guide catheter the kink may worsen to a fracture. Further evaluation of the device revealed additional fractures. These fractures were likely incidental to the complaint and may have occurred during packaging for the device returned. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient underwent a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), stent retriever, balloon guide catheter, non-penumbra revascularization device, and non-penumbra microcatheter. During the procedure, the physician made two passes using the velocity, balloon guide catheter, and stent retriever; however, was unable to remove the clot. Subsequently, both the velocity and stent retriever were removed together, and the physician noticed the velocity became broken with only half of the velocity was removed. Upon further inspection, the other half of the broken velocity was found in the rotating hemostasis valve (rhv). It was also reported that the physician did not experience resistance while retracting velocity. The physician then made the third pass using the other microcatheter and the revascularization device; however, he was unable to remove the clot. Therefore, the microcatheter and the revascularization device were removed. The physician also noticed the balloon guide catheter to be slightly bent. The procedure was completed using a neuron max 6f 088 long sheath (neuron max) and indigo system cat5 aspiration catheter (cat5) with the same balloon guide catheter and rhv. There was no report of an adverse effect to the patient.